Event description:
A report was received that during a lead revision, due to inadequate stimulation, the physician removed one of the leads because one of the contacts had come off. The contact was retrieved from the patient and the patient was reportedly doing well following the procedure.

Event description:
A report was received that during a lead revision, due to inadequate stimulation, the physician removed one of the leads because one of the contacts had come off. The contact was retrieved from the patient and the patient was reportedly doing well following the procedure.

Manufacturer narrative:
The device evaluation indicated that the lead passed photographic imaging tests performed. The complaint was confirmed. The lead exhibited minor damages; two paddle-electrodes were partially dislodged, but the electrode wires were not broken.